Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the implantable cardioverter defibrillator (ICD) due to atrial fibrillation (af). The caller felt the device should have discriminated the episode before the shock was delivered. The device remains in use. No further patient complications have been reported as a result of this event.